Event description:
It was reported that low impedances (<250 ohms) were measured. The battery longevity was fine since the longevity calculator indicated >120 months from implant and the battery voltage of 3.0v was okay. The electrode impedances indicated a possible issue with the left lead of extension. Repeating values on the right lead impedance test were inconclusive.

Manufacturer narrative:
(B)(4).